Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. All codes apply to product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient thought she may have dislodged her lead wire while pulling down her pants. No troubleshooting attempts were made and the patient was redirected to her health care professional. There were no symptoms or further complications reported or anticipated.